Event description:
During a afib procedure,the lasso catheter became entangeled in the mitral valve,with the distal four(4)poles in the ventricle.the product was successfully disentangled following administration of isoprel.the pateint did not experience an adverse event or patient injury.